Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump had buttons difficult to operate as well as insulin pump was not alarming that she was out of insulin. Customer¿s blood glucose level was unknown. Customer stated that the buttons did not respond, cracked at the top of the insulin pump and reservoir area looks worn almost like a rust but not rust as well as discoloration on the metal was changed. Customer stated that the cover on the battery area does not line up anymore. Troubleshooting was not performed. The device will not be returned for analysis.